Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product did not work properly. Two weeks later, as a result of the inspection, it was confirmed that there was a crack in the right cylinder connecting tube. The ipp was explanted and replaced. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4).

Manufacturer narrative:
D4. Concomitant product UDI for pump is ((B)(4). Correction to field g2: report source. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, functionally and leak tested. The pump did not pass activation tests. No leaks were identified. The pump passes the microscope test. The cylinders were microscopically inspected, and leak tested. Leaks were identified. The microscope test revealed that the first cylinder had a hole at corner of a fold in the distal end of the cylinder and had a hole and tool marks in the outer tube from sharp instrument in the proximal end of the cylinder. The second cylinder had a hole and tool damage in the proximal end of the cylinder from sharp instrument. Both cylinders had wear at fold in the proximal end and distal end of the cylinder. Based on the information available and analysis results, the leak identified in the first cylinder confirmed the reported clinical observation of a crack in the right cylinder's connecting tube. Additionally, the pump not passing the activation test, corroborated to the reported issue of device not working properly.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product did not work properly. Two weeks later, as a result of the inspection, it was confirmed that there was a crack in the right cylinder connecting tube. Both cylinder and pump were removed and replaced, while the existing reservoir was kept in the patient and a new one was added to the system. No patient complications reported.